Manufacturer narrative:
Further investigation of the customers issue included a search for similar complaints, accuracy testing and review of labeling. No adverse trends in complaint activity were identified. Review of ticket trending did not identify atypical complaint activity related to the complaint issue. Accuracy testing was completed using retained kits of reagent lot 03951un12. Acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. There is not enough information to reasonably suggest a malfunction. The imprecise results were observed on two samples and when multiple replicates of low control were tested the % cv was acceptable. Labeling was reviewed and found to be adequate and reviewed with the customer. No additional issues were identified.

Event description:
The customer observed one falsely negative architect stat tropinin-I result for one patient while using the archtect i2000sr analyzer. The following data was provided from (B)(6) 2013: sid (B)(6) initial 0.041 ng/ml, retest 0.026 ng/ml (after centrifugation) and rested 0.039 ng/ml. The customer uses a cutoff of 0.034 ng/ml. The abbott service representative checked the entire instrument and it was found in perfect working condition. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).